Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed and broken occluder legs were observed beneath the twist clamp. The reported condition was verified. The damaged/broken occluder legs are the cause of the leak through the set. The damage to the occluder legs would allow the twist sleeve to separate from the mainbody when in the open position and fluid to leak through the set with the clamp in either closed or open positions. The cause of the damaged occluder legs could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a minicap extended life pd transfer set separated and subsequently leaked. The separation was observed between the main body and twist clamp. This event occurred during an unspecified process step during the use of peritoneal dialysis (pd) therapy. The set was immediately replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.